Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display, a torn cartridge cap and corrosion under the internal clock battery. This report is made based on results of investigation completed on 11/04/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 as follows: the display was observed to be dim, fading, and reddish in color. The investigation was completed using the returned battery cap; the cartridge cap was observed to be torn and was able to be securely tightened onto the cartridge compartment. The black box revealed a time and date reset to the default setting after a battery change on (B)(6) 2014. The pump was exercise for 24 hours, the battery was then removed for 6 hours and the time and date were observed to have reset upon reinsertion of the battery. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery. (B)(4).